Event description:
Caller reports that the pt tested 3.3 inr on the device and 2.35 inr on a comparison lab. No action was taken based on device result. Device result obtained during correlation study. Requested return of suspect device and replacement was sent. No adverse event reported.